Manufacturer narrative:
Initial testing found the device did not alarm with a 11/004 service alarm code. At start up the device alarmed with a 18/000 (history pointer error while inserting a new record into the history log) service alarm code. This was due to a depleted lithium battery. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that at start up the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.